Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
It was reported that multiple battery performance alerts (bpa) for advisory on the implantable cardioverter defibrillator were sent to the patient's cardiology office via remote transmission between (B)(6) 2019 and (B)(6) 2020. Due to personnel changes the patient was not brought in for interrogation though the information was reviewed once. On (B)(6) 2020 a scheduled remote transmission displayed no alert and projected 5.4 years to the elective replacement indicator (eri) and a routine in clinic interrogation on (B)(6) 2020 had a similar projection with no bpa advisory alert. A transmission for battery alert was then received on (B)(6) 2020 for a detection (B)(6) 2020. The lack of an alert on (B)(6) 2020 was thought to have been due a firmware upgrade not performed. Premature battery depletion was suspected. The patient's device was explanted and replaced. The patient tolerated the procedure well, experienced no adverse events before, during or after the procedure and was discharged.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in (B)(6)2016. Additional information: d10.